Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a "check lead" message upon interrogation. The pacing impedance measurements were greater than 2000 ohms. There was noise present with isometrics on the atrial channel. There was also some noise on the shock channel as well; however, the shock impedance measurements remained within normal limits. Technical services (ts) recommended performing an x-ray to evaluate the lead. Ts indicated based on the lead measurements and some noise reported in the past, this could be a connection-related issue. It was noted that the physician was satisfied with the lead and is comfortable monitoring for now. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.